Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the code reappears, which they understood.